Manufacturer narrative:
Follow-up #1: date of submission 21-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: on investigation, moisture was found in the battery compartment and inside the pump; moisture damage to the printed circuit board. The display functioned normally on investigation. The battery compartment was found to be cracked with moisture ingress at the site of the crack verified during leak testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.